Event description:
It was reported that the patient underwent a spinal fusion surgery at l3-l4. The surgeon reportedly performed an extreme lateral fusion with rhbmp-2/acs and posterior instrumentation from l3 to l4, using nuvasive's x-lif and spinerx system. Following the surgery, the patient reportedly developed chronic back pain, inflammation and nerve damage. The patient also reports difficulty swallowing, and the patient is "unable to walk and is confined to a wheelchair due to his injuries".

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.